Event description:
It was reported while transporting a patient, the medic crew was spinning the cot around to align the head end of the stretcher with the ambulance and the wheels allegedly felt like they stopped rolling and the cot tipped to the left with the patient. The patient allegedly sustained abrasions and complained of elbow pain. A medic also complained of shoulder pain but did not seek medical intervention.

Manufacturer narrative:
An authorized field technician was dispatched to the complainant's location to evaluate the stretcher. A visual and functional evaluation was conducted and the stretcher was found to be functioning as intended. All transport castors were evaluated and found to be moving freely. The directional wheel locks were also reviewed and found to be functioning properly. It is believed the stretcher may have hit a rock on the pavement as the complainant reported construction activity in the area. It was reported the patient was recovering from theiir original medical condition and only sustained minor abrasions related to the stretcher incident. The IFU contains instructions and warnings for maintaining control of the movement of the stretcher when transporting a patient.

Event description:
It was reported while transporting a patient, the medic crew was spinning the cot around to align the head end of the stretcher with the ambulance and the wheels allegedly felt like they stopped rolling and the cot tipped to the left with the patient. The patient allegedly sustained abrasions and complained of elbow pain. A medic also complained of shoulder pain but did not seek medical intervention.